Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient felt a debilitating tearing or burning sensation. The patient noted it would hit him quick and then dull out. No trauma or falls were reported that could have been related to the issue. The stimulation issue was related to positional movement, such as when the patient leaned forward, took a step with his left foot, had weight on his left foot, or when he was going down stairs. The patient noted that he stepped out of bed and it was like he felt a jolt. The patient had been taking pain meds so it was not from not taking his medication. The patient had not had any recent medical tests or electromagnetic interference (emi) exposure. The patient had an appointment on thursday to meet with his doctor. The patient noted he felt swollen between the incision on the spine and the implantable neurostimulator (ins) battery site and around the ins. Additional information received from a healthcare provider (hcp) reported troubleshooting performed related to the tearing/burning sensation included a review of the spinal cord stimulation settings by a manufacturer's representative (rep). Actions taken to resolve the tearing/burning sensation included having a complete blood count done and the patient was started on antibiotics. The cause of the tearing/burning sensation, swelling around the battery site, and positional jolting was unknown.

Manufacturer narrative:
Upon review of the event information, it was discovered that patient code (B)(4) was mistakenly not coded. All previously reported codes still apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.